Event description:
The customer medwatch# (B)(4) reports "the patient was in for a femoral rod. A peapod pituitary rongeur was broken in the wound; pieces were recovered. Micro pin holding the head of the pituitary rongeur was missing; pin was not found. This rongeur has been reprocessed. The number of times that this rongeur had been reprocessed is unknown. Device usage problem: malfunction-that is, the device did not do what it was supposed to do." On (B)(6) 2011 e-mail from customer reports there was no patient harm. An x-ray was taken and no parts were found in the patient.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.